Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, an orange icon appeared with the message: ¿full sync required ¿ data may not be current". The customer stated that the malfunction caused a delay in dispensing medications to the patient, requiring manual intervention to dispense medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, an orange icon appeared with the message: ¿full sync required ¿ data may not be current". The customer stated that the malfunction caused a delay in dispensing medications to the patient, requiring manual intervention to dispense medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed an orange icon indicating that a full synchronization was required, along with a message stating "data may not be current". A field service engineer (fse) was able to remotely access the station and successfully perform a full synchronization. The system functioned as intended after the field service engineer troubleshot the device.